Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a non product experience. At this time no allegations have been received against this device. A new device was implanted. At a later date, information from the field confirmed there were no allegations against this device. No additional patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a non product experience. At this time no allegations have been received against this device. A new device was implanted. At a later date, information from the field confirmed there were no allegations against this device. No additional patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: b5 describe event or problem this event is no longer reportable since information from the field indicates there are no allegations against this device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a non product experience. At this time no allegations have been received against this device. A new device was implanted. No additional patient effects were reported.